Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. Prior to the event, the customer was watching television when he started feeling ill and began to vomit. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer also stated that the cannula was bent when removing the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.